Manufacturer narrative:
Additional information was received that the patient had pain in a variety of areas which hurts constantly and increases when touched. It was also reported that the patient's legs intermittently have sensations of pain, numbness, and cold. It was noted that the stimulator was on even when it was turned off. The patient was advised that the symptoms might not be device related.

Event description:
A report was received that the patient was experiencing surges of strong and freezing stimulation in the buttocks and genital areas. It was also noted that the patient had intense pressure on the calves to the point that the patient could not move. Data base analysis revealed that leads were showing high impedances. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing surges of strong and freezing stimulation in the buttocks and genital areas. It was also noted that the patient had intense pressure on the calves to the point that the patient could not move. Data base analysis revealed that leads were showing high impedances. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2317-50, serial #: (B)(4), description: infinion cx 50 cm lead.

Event description:
A report was received that the patient was experiencing surges of strong and freezing stimulation in the buttocks and genital areas. It was also noted that the patient had intense pressure on the calves to the point that the patient could not move. Data base analysis revealed that leads were showing high impedances. The patient will undergo an explant procedure.